Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump kept squirting insulin out of the tubing. The patient's blood glucose at the time of incident is unknown. Insulin continued to drip after the motor stopped during the manual prime process. The caller was instructed to hold down the act button until they received a 2nd series of beeps or numbers appeared on the display, but the caller did not receive any response from the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No prime or fill anomaly was noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt clip slot.